Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). A sample was not returned for evaluation. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 6012842. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.

Event description:
It was reported that the sleeve of the 23 g x .75 in. Bd vacutainer® push button blood collection set with 12 in. Tubing and luer adapter did not recover after blood collection and blood leaked continuously. No serious injury or medical intervention reported.